Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the patient line of the cassette. This was further specified as the patient was disconnecting and "after therapy and the dark blue part (female connector) of the transfer set came off". The patient was able to disconnect and put on a new minicap. No leaks were reported. Subsequently, the patient had a positive culture result of stenotrophomonas maltophilia. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. The patient was received an unspecified antibiotic for the event; however, the patient has not started (at the time of this report). The day after the event, the patient presented to the pd clinic for a transfer set change. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye found a separation between the dark blue female connector and the light blue main body. Functional testing which included leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.